Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacturing date: monitor: 04/30/2014; belt: 10/06/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest in the hospital. Medical staff reportedly performed CPR. Review of the download data indicates that the patient entered asystole at 04:08:47 on (B)(6) 2018. The lifevest delivered four treatment shocks during asystole. CPR artifact contributed to the false detection. The electrode belt was disconnected at 04:32:46 and the patient passed away.